Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low glucose (glucm) result of 4 mg/dl generated by unicel dxc 600 synchron clinical system for one patient sample. The result was not reported out of the laboratory. Upon rerun in duplicate more, the customer obtained a result of 102 mg/dl. Subsequent testing on an alternate method produced a result of 101 mg/dl. This result was reported. There was no effect to the patient or user.

Manufacturer narrative:
Calibration and qc were run early in the morning prior to this event and no issue was noted. Bci field service engineer (fse) replaced glucose reagent syringe and glucose electrode. The fse also cleaned cup assembly. A root cause for this event has not been determined.